Event description:
On (B)(6) 2011, patient underwent a ilasik procedure. On (B)(6) 2012, customer discovered possible ectasia on both eyes (ou). Patient chief complaint (post-surgery) were glares and blurry vision. Patient experienced loss of best corrected visual acuity. Best corrected visual acuity on (B)(6) 2012; right eye (od): 20/25-2 and left eye (os): 20/30+2.

Manufacturer narrative:
(B)(4) (possible ectasia). Conclusion - the equipment was not evaluated after the reported procedure which occurred on (B)(4) 2011, due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the procedure) will make the evaluation impossible. Customer indicated that the event was not related to the equipment. All pertinent info available to amo at the time of this report has been submitted.

Manufacturer narrative:
(B)(6).